Event description:
Received the product(s) and during incoming/labeling operation found the following defect. Details of the defect is ripped.

Manufacturer narrative:
(B)(4). Upon review of the information provided through product analysis, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been updated to not reportable. Customer complaint indicated that package had ripped tyvek. Each of the six sealed packages was visually inspected. One of the packages had a small rip on the outer edge of the tyvek causing a delamination of the tyvek layers. The damage did not cause any breach of sterility. Lot history records for j4c962, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.